Manufacturer narrative:
Arjo was notified by ansm (the agence nationale de sécurité du médicament et des produits de santé) about an event with involvement of the concerto/basic shower trolley. It was reported that a patient fell from the device on the floor as the device side support opened. The fall was slowed by a caregiver. As a consequence the patient sustained left knee pain. The patient was examined by a doctor and physiotherapist. It was indicated that the patient was hospitalized for a left knee fracture. The concerto device is equipped with two side supports located on each side. To release it from the up position the two black catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. The device inspection showed that the concerto side support was slightly twisted on the one side. Therefore, the side support had a holding problem and it was possible to lock the side support correctly only on the one side. The information provided suggests that this part might have been defective prior to the incident. Based on the information made available, it was not possible to determine what was the cause of the side support bending which contributed to the side support unlock. However, if the device had been checked before use, according to the instructions for use, the defect might have been detected. Following the device instruction for use (IFU;04.ba.05_11): -"actions before every use (...) If any part is missing or damaged - do not use the product!" -"warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." -"when raising the side support, make sure the two catches snap into place" according to the preventive maintenance schedule, the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". In summary, the concerto device did not meet performance specifications due to damages found. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall resulting in serious injury.

Event description:
Arjo was notified by ansm about an event with involvement of the concerto/basic shower trolley. It was reported that a patient fell from the device on the floor as the device side support opened. The fall was slowed by a caregiver. As a consequence the patient sustained left knee pain. The patient was examined by a doctor and physiotherapist. It was indicated that the patient was hospitalized for a left knee fracture.

Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation. Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.